Manufacturer narrative:
On 11-sep-2025, the product investigation was completed. The reported indicated that following atrial fibrillation cardiac procedure with a 8.5 fr varipulse catheter, the patient experienced loss of peripheral vision in the right eye. The patient complained of the loss of peripheral vision in the right eye when the physician saw the patient in post-op. The information also indicated that the physician notified her of the issue today the following day post procedure. It is unknown if the patient had any medical intervention. The last known patient status was unknown. The products used for the procedure consisted of the trupulse generator and varipulse catheter (used for ablation). During the procedure, no ngen system was used. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all features were performed. An external investigation was requested to the r&d team. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no issues or errors were observed during the product investigation. The results were found within the specifications. A manufacturing record evaluation was performed for the finished device [31487317l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the investigation; however, an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-apr-2025, bwi received additional information regarding the event. Information received indicated that the patient was in atrial fibrillation (afib) during the case, and ablations were performed while patient was in afib. Cardioversion was done after the ablations were completed. The act (activated clotting time) was >350 was followed, and only pvi (pulmonary vein isolation) was done. The patient was given protamine to reverse the effect of heparin, and the patient reported peripheral vision loss on the right side 3-4 hours post procedure. A CT (computed tomography) showed occlusion of the left occipital artery. It was a single catheter procedure, where mapping and ablation were both done with varipulse. The patient had approximately 19 ablations in the case and can be verified by carto files. The catheter was returned and sent to decontamination lab. Additionally, there were h section form updates made that were mistakenly omitted from the previous initial report: - h6 health effect - clinical code now includes stroke/cva (e0133) - h7 remedial action initiated type changed to "notification" - h9 FDA correction / removal reporting no. Is 3013300026-01/17/2025-001-c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2025, bwi received additional information indicating that the complaint device's lot number is 31487317l, which has been updated in section d4. Additionally, section d4 primary UDI number has been updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4),

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The reported indicated that following atrial fibrillation cardiac procedure with a 8.5 fr varipulse catheter, the patient experienced loss of peripheral vision in the right eye. The patient complained of the loss of peripheral vision in the right eye when the physician saw the patient in post-op. The information also indicated that the physician notified her of the issue today the following day post procedure. It is unknown if the patient had any medical intervention. The last known patient status was unknown. The products used for the procedure consisted of the trupulse generator and varipulse catheter (used for ablation). During the procedure, no ngen system was used. Information received indicated that the patient was discharge one or two days after the procedure. The number of ablations noted were 18 in the (pv) pulmonary veins, and delivered energy was performed ablations. Zero ablations were performed outside the pv. No evidence of blood thrombus noted, and the correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation.